Event description:
It was reported that during implant, it was observed that the right ventricular lead helix got stuck. The helix seemed to be deformed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism (sleeve head) and the lead appeared damaged at implant. The analyst commented that the helix will not extend and retract at this time due to the lead being returned with damaged helix.